Event description:
Related manufacturer reference number: 2017865-2022-16361. It was reported that the patient was in the emergency room and interrogation of the device revealed a high capture threshold on the right ventricular (rv) lead. When the device was reprogrammed to eliminate the competitor left ventricular (lv) lead that appeared to be the cause of atrial fibrillation (af) with rapid ventricular response (rvr) resulting the device defibrillate to convert the af with rvr back to sinus. Further programming was made. On (B)(6) 2022, an attempt was made to extract the rv lead; however, the stylet was unable to advance to the tip of the lead indicating a fracture at the location of the distal coil. The physician decided to cap and replaced the rv lead. The patient was fine with no adverse health consequences.

Manufacturer narrative:
The reported events of conductor fracture and unacceptable capture were not confirmed, while the reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. Stylet insertion test found obstruction/restriction at the distal region of the lead, and destructive analysis found the inner coil was clogged with blood/body fluids. The cause of the reported failure to advance stylet event was isolated to a clogged inner coil. Visual, electrical testing, and x-ray examination did not find any anomalies or any indication of conductor fractures or internal shorts.

Event description:
New information received indicated that the capped right ventricular (rv) lead was explanted on (B)(6) 2022. There were no patient issues.